Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was admitted to the hospital for other indications. On an unreported date, during hospitalization, the patient developed peritonitis. The cause of the peritonitis event was unknown. The patient was treated for the peritonitis with fortaz, intraperitoneally (ip) (dose and frequency not reported). It was not reported whether the peritonitis event prolonged the patient¿s hospitalization. At the time of this report, the patient was recovering from this peritonitis event. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896845 and gd896597 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.